Event description:
Upon 1st inflation, the balloon ruptured. The doctor used a 5cc syringe for inflation. The doctor saw staining outside of the graft, following the balloon rupture. Physician removed balloon successfully inserted a new balloon and was able to complete the procedure without difficulty.